Event description:
On (B)(6) 2010, the pt's mother reported the pt experienced elevated blood glucose of 300-400 mg/dl on (B)(6) 2010 despite bolusing through the infusion device and changing the insulin cartridge and infusion set. The pt's normal blood glucose range is 90-200 mg/dl. The pt switched to her backup infusion device and her blood glucose returned to normal. The mother stated the pt is visually and physically impaired and does not always hear confirmation beeps after programming a bolus. The mother stated that the pt assumes all boluses were delivered even though she does not hear the confirmation beeps. At the time of the report both the up and down buttons functioned properly. The mother stated the down button felt loose but responded to button presses. Further troubleshooting did not reveal any product issues. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.